Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient died due to cardiac failure. It had been noted that the patient had previously been hospitalized long term for an unspecified indication. It was not reported if the patient was still hospitalized when they passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. Dianeal therapy was ongoing or being performed at the time of death. It was unknown whether an autopsy was performed. No additional information is available at this time.